Event description:
Rubber dam forceps broke during treatment and a patient was hurt. Awaiting further details. Dentist uses the rubber dam technique quite often and so he bought several forceps over the last years. He can't really tell when he bought the forceps, which broke now. As far as sterilization is concerned there is nothing unusual: he uses a "thermodisinfector" and from time to time he uses also an autoclave. Received letter stating the forceps fractured when placing a rubber dam clamp on tooth 47. The return spring caused a massive fracture in the dental-lingual portion of a neighboring tooth (47). The damaged tooth was healthy with the exception of a small occlusal filling. It resulted in the temporary restoration of the open dentin wound with an adhesive composite. Adequate treatment with possible grated substance preservations, likely replacement with full crown.